Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals remained inside of the loading devices. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question. Refer to MFR report # 2242352-2012-01379.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no non-conformances recorded in the lot history. (B)(4).